Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the d11lt device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole). The damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. The reported event was confirmed. It should be noted that product failure is multifactorial. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that prior to an unknown procedure, the package was noted to have a tear. There was no patient consequence.